Manufacturer narrative:
Device evaluation of battery sn (B)(4) and charger sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation, the battery charger/modem was unable to recharge a battery pack. Upon further evlauation, there was liquid contamination throughout the charger. The cause for the failure was the liquid contamination. The root cause for the contamination was ingress of an unknown liquid. As received, the battery was unable to power on a monitor or charge. Upon investigation, the f1 fuse was open. The open fuse was due to excessive current. The excessive current was due to contamination found within the charger that damaged the circuit boards and components. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery or charger.

Event description:
A us distributor returned battery sn (B)(4) and charger sn (B)(4) and reported that the patient was unable to charge the battery packs.